Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient underwent surgical intervention wherein the ipg was explanted and replaced for unknown reason.

Manufacturer narrative:
(B)(4). Since there is no allegation against the ipg, this event is no longer reportable.

Event description:
Additional information received indicated that there were no allegations against the ipg.